Event description:
Boston scientific received information that the patient implanted with this pacemaker experiences a syncopal episode approximately three times a week. It was also reported the device has been reprogrammed numerous times due to the syncopal episodes. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.